Event description:
It was reported that this implantable device was found to be operating in safety mode. The physician subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.